Event description:
Reporter alleged discrepant blood glucose results of 407 mg/dl back to back with a result of 145 mg/dl when testing was performed one minute apart on the compact plus system. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.